Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2026, the patient was driving when he suddenly couldn't see, felt dizzy and confused and hit a curb. The patient didn't get injured when he hit the curb. The patient did not check his cgm and he went to the emergency room (ER) on his own around 01:00 pm. When he arrived at the ER, they checked his manual bg and it was around 35 mg/dl while cgm was reading around 100 mg/dl. They removed his sensor and gave him orange juice and administered glucose IV. The patient felt better around 30 minutes after the treatment. He was discharged on the same day but did not provide how long did he stayed at the ER. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.